Event description:
It was reported that the patient feels device pacing during the night and stated the heart "is not pumping as good" since the device was implanted. The device remains in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).